Manufacturer narrative:
DHR - review of manufacturing records showed no nonconformances that may have caused or contributed to the complaint. The part has not been returned to date; therefore, no failure analysis is possible. The root cause cannot be confirmed; however, off-axis loading during hammering may have contributed to the breakage.

Event description:
It was reported that while opening the space in the humeral canal with the introduction of trial stems one by one, one of the stem inserters broke. The broken product was removed with no patient injury. The event lead to surgical delay, it is unknown for how long.

Manufacturer narrative:
Updated fields: UDI#: (B)(4). The inserter was returned for evaluation: a review of the device history records was conducted and did not discover any indication of problems that could have caused or contributed to the complaint. Failure analysis - visual examination of the part determined that the impaction head was broken off the stem trial handle. The failure was confirmed. The most likely cause for the breakage was off-axis loading during hammering.

Event description:
N/a.